Event description:
It was reported that the patient developed an infection after undergoing a system implant four months prior. Antibiotics were unsuccessful in treating the infection. The system was explanted and the patient was treated with additional antibiotics. The procedure was completed successfully without adverse consequences to the patient. On (B)(6) 2017 a new system was implanted on the right. The patient was stable.